Event description:
On 25-mar-2025, the following information was provided by the surgeon: three patients allegedly developed cellulitis under the prevena restor bella·form¿ dressings. The dressings were all applied in theatre for mastectomies with free nipple grafts. Cellulitis developed around the perimeter of the free nipple grafts and was noticeable upon dressing removal at day 10-14. Treatment resolved infection with no loss of nipple graft. No additional information was provided. The prevena restor bella·form¿ incision management system lot number was not provided and is not available for return; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infections are related to the prevena restor bella·form¿ incision management system. Multiple unsuccessful attempts have been made to obtain additional clinical and device information from the customer. The prevena restor bella·form¿ incision management system lot number was not provided and is not available for return; therefore, a device history record review and device evaluation could not be performed. Device labeling, available online and in print, states: warnings: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient¿s wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock, and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucous membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). In infection develops, prevena restor¿ therapy should be discontinued until the infection is treated. Precautions: standard precautions: to reduce the risk of transmission of bloodborne pathogens, apply standard precautions for infection control with all patients, per institutional protocol, regardless of their diagnosis or presumed infection status. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.